Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, patient developed hemolysis this morning, patients hematocrit (h&h) was low. The patient's urine was blood tinged. An echocardiogram was performed to confirm the impella's position. The central venous pressure (cvp) was low and volume was administered. Blood products were also administered.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Section b5 and impact code is updated based on additional information. Product complaint # (B)(4). Investigation summary the root cause of the hemolysis was not determined due to lack of sufficient clinical details and inconclusive evidence from data logs. Device history review ==> the pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
Additional information received that the hemolysis was resolved after repositioning was performed under echo guidance. Patient is stable post explant.